Event description:
The hcp reported the pt had been experiencing withdrawal symptoms. A catheter study was done that showed no catheter complications. The pump was explanted and replaced due to the pt not getting the desired dose of medication.